Event description:
Procedure performed: nephrectomy donor. Event description: [hospital name]. "There was a gas leakage." Product is available for return. Additional information was received via email on 29dec2025 from [name], amk regional sales manager. "The leakage occured on gelseal cap. The leakage occured during the use of gelport. The hand was inserted through the gelseal cap at the time of leakage. The surgeon's glove and the gelseal cap was lubricated, and just the lubricant was used. The surgeon changed hand in different directions to attept to resolve the leakage. The trocar was not placed through the gelseal cap." Intervention: the case was completed with new product. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that there was a tear in the sheath. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp object or instrument coming into contact with the sheath during use. The instructions for use (IFU) states, "hold instrument in palm of hand while inserting hand through center slit of gelseal cap to prevent slit wall from damage." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This report represents the initial and follow-up report.